Manufacturer narrative:
The customer reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement

Event description:
Case #: (B)(4) case subject: npi 8100 failing patient side occlusion account name: (B)(4) account #: (B)(4) asset name: 8100 pump module v8 asset location: contact: (B)(6) contact email: (B)(6) contact phone: (B)(6) contact mobile: patient or user involvement: no patient or user harm: no case description: caller has a 8100 module failing patient side occlusion during pm. Failure device type: alaris system instrument failure problem type: 8100 failure mode: troubleshooting/ error codes case resolution: biomed already replaced the patient side pressure sensor. Recommended to replace the platen assembly, then try a door assembly, then the bezel assembly, lastly would be the logic board. Biomed will conduct repair and call back if any further assistance is needed.